Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2014 and a mesh was implanted. It was further reported the mesh was explanted on (B)(6) 2016 at which time ¿two separate fascial defects were noted, one was 5 x 4 cm, one was 3 x 2 cm, the larger one epigastric, the smaller one lower down". It was also reported a massive lysis of adhesions ensued and the mesh was extracted and removed. It was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/09/2022. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.